Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was requested.

Event description:
It was reported that a friend of the patient changed the insulin cartridge and may have accidentally administered a bolus to the patient. The patient's blood glucose level dropped to 14-17 mg/dl. The friend provided glucose and called for paramedics. She was taken to the hospital and treated with liquid glucose by mouth and an IV of glucose and saline. No product was requested to be returned for product evaluation.